Event description:
On (B)(6) 2017, the patient contacted lifescan USA alleging that her onetouch ultramini meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not report when the alleged error message occurred. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise, it is unclear if the patient made any changes to her normal diabetes regimen in response to the alleged issue. The patient reported that on an unknown time after the meter issue, she developed symptoms of ¿dizzy and shaky¿, which were self-treated by consuming some honey and candy. At the time of troubleshooting the cca noted that products were being replaced for an earlier incident. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.